Event description:
It was reported that an employee was injured while loading a patient into the ambulance. Upon investigation, it was found that the cot was likely loaded into the powerload off center, which caused the cot to slip out of the powerload while it was being lifted into the ambulance. The user facility followed up and stated that no treatment was needed as a result of the injury.

Manufacturer narrative:
The user facility confirmed that no treatment was needed for the injury.

Event description:
It was reported that an employee was injured while loading a patient into the ambulance. Upon investigation, it was found that the cot was likely loaded into the powerload off center, which caused the cot to slip out of the powerload while it was being lifted into the ambulance. The details regarding the treatment and severity of the employee injury are still under investigation.